Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2017 a medtronic representative went to the site to test the equipment. Medtronic representative found the umbilical cable was defective. The umbilical cable was replaced. After the cable was replaced medtronic representative performed a system checkout and found the system was fully functional. No parts were received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the connection between umbilical cable and image acquisition system was loose and the imaging system was having difficulties with charging. Medtronic representative said that the cable could be manipulated to get the connection. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: device serial number now provided. It was inadvertently left off the initial medical device report (MDR). The mobile view station (mvs) interface cable was returned to the manufacturer for analysis. Investigation confirmed reported issue. Mvs interface cable passed communication testing and continuity testing. Visual inspection noted the cable showed signs of wear. Installed cable in imaging system and the system did begin charging and ready. 2d and 3d imaging were successful. Moved the cable without unplugging lemo and the charging terminated. 2d and 3d imaging resulted in frame rate error. Lemo is loose causing intermittent connection. The hardware investigation found that reported event was related to a hardware electrical failure mode; open cable.